Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -11.0 diopter, was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault without rotation. The exchange resolved the problem. Cause is reported as other.

Manufacturer narrative:
Weight, ethnicity, race:unk. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: reportedly, "the doctor believes that the patient's ciliary process morphology affects the height of the lens arch, so he chose 13.2." Claim#: (B)(4).